Event description:
Catheter was inserted into patient and then discovered no image was present on monitor. After checking all connections it was determined that the catheter's electrical interface was damaged. A new catheter was substituted and found that it's interface surface was also delaminated at the edge. It was pushed flat into proper position and inserted into the cable. An image was verified and catheter was inserted into patient with no further problems.